Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. The instrument was placed on an in-house system in order to test the movement of the jaws. No issues with the jaws were observed. No other damage was found.

Event description:
It was reported that after a da vinci colon resection procedure, when washing the fenestrated bipolar forceps instrument, the jaw did not engage and a wire was broken. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.